Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited an alarm that was not able to be resolved, so the pump was stopped. Per reporter the pump was restarted and displayed "running" and time remaining as 10 hours, 2 minutes. The pump alarmed "check for empty tubing, or reservoir: pump stopped." Per reporter the patient was instructed to check for fluid in the reservoir, and fluid was present. Reporter stated patient was then instructed to remove the cassette, but patient was unable to as it was locked in place. The pump was powered off and tubing clamped near port. Per reporter no additional information is available. No adverse patient effects were reported.